Event description:
It was reported by the patient's husband that the patient presented to an ER due to increased seizures. The patient had also felt sporadic stimulations the previous night. The patient was admitted for observation. The patient's neurologist and surgeon were contacted and asked for the company representative to come check the vns. Follow up with the representative revealed that diagnostics were within normal limits. No additional relevant information has been received to date.

Event description:
The explanted vns products were received by the manufacturer and are pending product analysis.

Event description:
Follow up with the patient by the company representative revealed that the patient's painful stimulation had resolved with the full vns replacement. Generator product analysis was completed. The allegations of increased seizures, and erratic and painful stimulation could not be evaluated in the product analysis, or pa, lab. However, proper functionality of the generator was verified in the pa lab. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The diagnostics were as expected for the programmed parameters. The generator was placed in a simulated body temperature environment and monitored for more than 24 hours. No signs of variation in the output signal were observed and the device provided the expected level of output current. The battery measured 3.027 v at the completed of the fet, indicating an intensified follow-up indicator, or ifi, = no condition. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator. Lead product analysis was completed. Verification of the increased seizures, and erratic and painful stimulation allegations were beyond the scope of activities performed in the pa lab. The portion of the lead containing the electrode array was not returned and, therefore, an evaluation could not be made as to that portion of the lead. Other than typical wear/explant related observations, no other anomalies were identified with the return lead portion.

Event description:
It was reported that the patient was scheduled for a full vns replacement. The patient's neurologist requested that a company representative meet with the patient to lower the vns settings due to the reported sporadic stimulation. No surgery is known to have occurred to date.

Event description:
The patient underwent full vns replacement surgery. It was stated that no visual problems were found with the lead upon explant. Follow up with the company representative revealed that the patient experienced pain as well. The explanted products have not been received by the manufacturer to date.